Event description:
Consumer complaint of "lo" blood results; via brother, (B)(6). Expected blood glucose results fasting range from 70 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 8:48am) with results of 77mg/dl and instructed spec. Test strip lot MFR's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory; meter is now so only two test performed: "lo", (B)(6) 2015, 08:04am; 48mg/dl, (B)(6) 2015, 09:40am; adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of "lo" blood result; via brother, (B)(6). Expected blood glucose results fasting range from 70 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 8:48 am) with results of 77mg/dl and 73mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory; meter is new so only two test performed: "lo" (B)(6) 2015 08:04 am, 48mg/dl (B)(6) 2015 09:40 am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).